Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported keypad task problem which was reproduced during evaluation. The reported condition was verified. The evaluation inspected the device and found the keypad to be of an unapproved type, the keypad was replaced to correct the non-OEM keypad problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed keypad task problem. The process step, event date and location where the event was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.